Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. A review of the shared data log did not showed anything related to the customer complaint. The root cause of customer complaint could not be determined because the reported defect was not found. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.